Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report indicates that the balloon was inflated with a cook qbid-1 inflation device which has a 20 ml (cc) syringe. The instructions for use direct the user: "attach the balloon to a 60 ml (cc) inflation device with gauge to monitor balloon pressure." Also, a possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a the balloon was inflated with a cook qbid-1 inflation device which has a 20 ml (cc) syringe, cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the] user detected the balloon leaking issue after inflated with contrast. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The wire guide was not included in the return. Our laboratory evaluation of the product received confirmed the report. A functional test was performed on the returned device. A cook dilation syringe ((B)(6)) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and leakage was observed from a pinhole in the distal area of the balloon material. No other abnormalities were identified on the returned device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a leak from a pinhole was identified in the balloon material. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The report indicates that the balloon was inflated with a cook qbid-1 inflation device which has a 20 ml (cc) syringe. The instructions for use direct the user: "attach the balloon to a 60 ml (cc) inflation device with gauge to monitor balloon pressure." Also, a possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a the balloon was inflated with a cook qbid-1 inflation device which has a 20 ml (cc) syringe, cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.